Event description:
It was reported by service report that the bed is sparking when lowered and the auxiliary poweroutlet does not work. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: circuit breaker. Conclusion: this issue was resolved for the customer by the service technician re-setting the circuit breaker and checking all ac power cords and connections. All bed functions were found to be working to specification. The service technician could not reproduce the alleged sparking condition.